Event description:
The health unit coordinator got a bariatric wheelchair to transfer the pt to the unit. He stood behind the chair, the chair was slightly raised, the pt sat down and her fingers were in the grooves of the seat, they got caught and cut her finger. The pt suffered a left ring finger distal phalange fracture and an 8mm laceration was sutured on distal volar surface and sutures to the ring finger. Her hand was placed in a splint and elevated, ice was applied. Ortho saw her and the flexion is intact, pulses present, sensory intact to distal nerves, no hematoma and no surgical intervention required. She is to remain in the splint for 2 weeks.